Event description:
It was reported that this right atrial lead was successfully explanted due to experiencing dislodgement. Another lead was implanted instead. The lead is still in possession of explanting facility, therefore it is not expected to be returned. No further adverse effects were reported.